Event description:
It was reported that the 9900 system had poor image quality. Also the interconnect cable was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sharpness was adjusted and the interconnect cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.